Manufacturer narrative:
Product history record and batch records were reviewed and documentation indicated the product met release criteria. No product was returned for evaluation. The device remains implanted. There are no other reports in the lot. Additional information was requested on 02/25/2008 by fax and by mail and on 02/27/2008 by phone.

Event description:
A consumer's daughter called to report her mother has near vision problems, blurry vision and is seeing a dark shadow in her left eye following bilateral intraocular lens implant surgery. She reported there is no problem with her right eye. Additional information has been requested.